Event description:
It was reported that the user¿s dexcom g7 sensor would not pair with the ilet after waiting approximately thirty minutes, and it was discovered that the sensor was already paired to a dexcom receiver and app; the user was instructed to power down the receiver, move it away, toggle the cgm type on the ilet, reset the ilet, and start the sensor again on the ilet, with education that the sensor cannot connect to both devices simultaneously. Symptoms included no alerts or alarms. Outcomes included successful reattempt of pairing process in progress with guidance to allow additional time and to call back if pairing did not occur. Investigation included remote troubleshooting and user education on correct cgm pairing workflow. Investigation of this case revealed that the issue was due to incorrect pairing sequence and concurrent pairing to another device, which prevented the ilet from establishing the cgm connection. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to pairing and device conflict.